Event description:
Hemashield platinum finesse ultra-thin knitted cardiovascular patch 2.5cm x 7.6cm in the room for possible repair. Upon inspection of the packaging of this patch, it was noted that there is a line appearing like a hair about 3/4" long in side the inner package, near the actual graft patch. The package was not opened and returned to manufacturer for evaluation.======================manufacturer response for ultra-thin knitted cardiovascular patch, hemashield platinum finesse 2.5cm x 7.6cm (per site reporter).======================manufacturer provided rga# for product return evaluation.